Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not cause or contribute to a serious injury.

Manufacturer narrative:
(B)(6). (B)(4). Combination product ¿ yes. Corrective action has been initiated for the reported issue. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when box of bone cement was opened, the inner package was not fully sealed. There was a delay in procedure greater than 30 minutes; exact time of delay was not reported. Another package was opened and used to complete the procedure.